Manufacturer narrative:
The double header channel and control head combo brush is non-sterile and is intended for single-use cleaning of the endoscope channels and control head valve. The physician found the endoscope suction function was not effective during an egd procedure, and requested a replacement endoscope in order to complete the procedure. The case was completed with no report of harm to the patient. The initial endoscope was sent to reprocessing where the technician reported finding a portion of the double header product (12" distal catheter with brush head), lodged in the endoscope channel. The product portion was discarded and the product lot number was unknown. Information found in the instructions for use includes: use only in channels 2.0mm and larger. Original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. Dispose of the cleaning brush after initial use. The mechanical attachment of the brush(es) to the plastic sheath cannot be guaranteed to be reliable or secure following initial use. Never transfer a used cleaning brush from one endoscope to another endoscope, since cross-contamination could occur and result in patient complications. Disposable cleaning brushes are designed to safely remove debris, some of which can be retained in the bristle structure. If the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel. Through follow up communications, us endoscopy learned the facility has implemented additional controls, which include visual examination of the brush after endoscope cleaning. This report will be updated if further information becomes available.

Event description:
The double header channel and control head combo brush is non-sterile and is intended for single-use cleaning of the endoscope channels and control head valve. The physician found the endoscope suction function was not effective during an egd procedure, and requested a replacement endoscope in order to complete the procedure. The case was completed with no report of harm to the patient. The initial endoscope was sent to reprocessing where the technician reported finding a portion of the double header product (12" distal catheter with brush head), lodged in the endoscope channel. The product portion was discarded and the product lot number was unknown.

Manufacturer narrative:
Initial information: the double header channel and control head combo brush is non-sterile and is intended for single-use cleaning of the endoscope channels and control head valve. The physician found the endoscope suction function was not effective during an egd procedure, and requested a replacement endoscope in order to complete the procedure. The case was completed with no report of harm to the patient. The initial endoscope was sent to reprocessing where the technician reported finding a portion of the double header product (12" distal catheter with brush head), lodged in the endoscope channel. The product portion was discarded and the product lot number was unknown. Information found in the instructions for use includes: · use only in channels 2.0mm and larger. - original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. · dispose of the cleaning brush after initial use. The mechanical attachment of the brush(es) to the plastic sheath cannot be guaranteed to be reliable or secure following initial use. · never transfer a used cleaning brush from one endoscope to another endoscope, since cross-contamination could occur and result in patient complications. Disposable cleaning brushes are designed to safely remove debris, some of which can be retained in the bristle structure. · if the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel. Through follow up communications, us endoscopy learned the facility has implemented additional controls, which include visual examination of the brush after endoscope cleaning. This report will be updated if further information becomes available. Follow-up #1 - additional information: on november 5, 2015, us endoscopy received a report of an event which occurred on (B)(6) 2015. The report described an egd procedure during which the endoscope suction function was not effective, and the physician requested a replacement endoscope in order to complete the procedure. The procedure was then completed with no report of harm to the patient. The initial endoscope was sent to reprocessing where the technician reported finding a portion of the double header product (12" distal catheter with brush head), lodged in the endoscope channel. The product portion was discarded and the product lot number was unknown. On december 2, 2015, us endoscopy submitted initial MDR #1528319-2015-00032. On december 23, 2015, us endoscopy received from FDA a related user facility report #(B)(4). The user facility report was substantially the same as the report which us endoscopy initially received on november 5, 2015, further confirming no intervention was required as a result of the event. The user facility report included patient information (age, gender), listed the date of event as (B)(6) 2015. Follow-up MDR #1528319-2015-00032_#1 is now being submitted to acknowledge the user facility report and to update the patient information and date of event.

Event description:
The double header channel and control head combo brush is non-sterile and is intended for single-use cleaning of the endoscope channels and control head valve. On november 5, 2015, us endoscopy received a report of an event which occurred on (B)(6) 2015. The report described an egd procedure during which the endoscope suction function was not effective, and the physician requested a replacement endoscope in order to complete the procedure. The procedure was then completed with no report of harm to the patient. The initial endoscope was sent to reprocessing where the technician reported finding a portion of the double header product (12" distal catheter with brush head), lodged in the endoscope channel. The product portion was discarded and the product lot number was unknown. On december 2, 2015, us endoscopy submitted initial MDR #(B)(4). On december 23, 2015, us endoscopy received from FDA a related user facility report #(B)(4). The user facility report was substantially the same as the report which us endoscopy initially received on (B)(6) 2015, further confirming no intervention was required as a result of the event. The user facility report included patient information (age, gender), listed the date of event as (B)(6) 2015. Follow-up MDR #(B)(4) is now being submitted to acknowledge the user facility report and to update the patient information and date of event.